Event description:
On (B)(6), 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasmart meter would not power on. The technical service representative contacted the patient to obtain and verify information; however was unable to reach her by telephone. A letter was mailed requesting the patient contact customer support. One year ago, the patient noted the reported meter would not power on. Approximately nine months afterwards, the patient took the action of consuming less sugar and carbohydrates. On an unspecified date, the patient experienced the symptoms of shaking and dizziness; she did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct, but expired. The patient reported a while residue on the meter batteries, and was unable to state whether or not they had been replaced. The patient takes no medications to manage her diabetes. It would have been helpful to determine if the patient had used a backup meter to test her blood glucose levels during this time period, her expected readings and the date of the onset of symptoms. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. The 510k#: k021819.